Manufacturer narrative:
One device was received in used condition without the original packaging. Visual inspection noted a crack was found in the inflation line connector. The device failed a leak test confirming the complaint. As during the pre-check no leakage or damaged was reported, a suspected root cause was due to improper use of the product. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions have been taken.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that while is use with a patient the customer was checking the cuff pressure using the cuff pressure gauge with extension tubing. When the extension tubing was removed, the red cap became detached. No patient injury reported. It has been reported that no additional information will be available for this event.